Event description:
In early 2009, the patient was implanted with gore excluder aaa endoprostheses to treat a common iliac artery aneurysm. After deploying the trunk ipsilateral leg component, the 18 fr gore introducer sheath was advanced. The sheath pushed the device approximately 3cm proximally, unintentionally covering the superior mesenteric and renal arteries. The physician inserted a snare and pulled the device down, then implanted a bare metal stent (type unknown) into the patient's lowest renal artery. At the conclusion of the procedure, both renal arteries were patent, no endoleaks were identified, and the patient was doing well. No other complications have been reported.

Manufacturer narrative:
This event was initially reported in medwatch #2953161-2009-00062, dated 2009. Review of the file revealed that a separate medwatch needed to be submitted to capture the gore introducer sheath; therefore, this medwatch was created. Device lot/serial numbers are not available to conduct a manufacturing records review. A manufacturing records review was not conducted.